Event description:
Reporting status: malfunction. Reporting rationale: breakage of the device could cause or contribute to patient injury. Device issue: breakage of indeflator. It was reported that during use of the indeflator, the balloon catheter (type unknown) ruptured and subsequently, air was introduced into the patient's artery. The patient experienced chest pain and there were EKG changes. The patient was sent to the ICU for observation and was treated with medication. The patient was discharged in 2008, and is doing well. The physician reported that there was a strange clicking noise when using the indeflator and he felt there could have been more pressure being applied, than the gauge was reading, causing the balloon to rupture. There is no way to find out what type of balloon catheter was being used during the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident. Based on historical data of returned indeflators; this type of clicking noise during inflation suggests a possible faulty (switch nut) or half-nut component. This failure has been observed before; however, the failure of the switch nut component causes the indeflator to lose pressure when the clicking sound is observed and does not apply more pressure than the gauge displays as was mentioned. In most cases, when the switch nuts fail, the pressure will drop to 0 atm. The device was not returned and no determination can be made as to the root cause of the reported discrepancies.